Manufacturer narrative:
Update received 05 jun 2025: the patient suffered restenosis of arteriovenous fistula anastomosis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access was used to treat the right arm anastomosis. Approximately 19 months post procedure patient suffered restenosis of arteriovenous anastomosis. Moderate stenosis found near arteriovenous anastomosis. Patient underwent balloon angioplasty to treat target lesion. A medtronic drug-coated balloon was used. Completion filming showed resolution of stenosis with no extravasation or dissection. Patient recovered.